Event description:
It was reported that device interrogation revealed failure to capture on the right ventricular (rv) lead. No changes or intervention were reported. The patient condition was unknown.